Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm while giving bolus. Customer had experienced hyperglycemia. Customer stated that the auto mode was off. Customer had rewind the set and issue was resolved. No further patient complication was reported. Customer did trouble shoot and will continue the use of insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Customer concern: I think my automode is turned off I have been having high bgs especially in the nights about a couple of days now (B)(4) doc: auto mode - unable to enter auto basal advise customer to review auto mode readiness/smartguard checklist screen. Select all items reported by customer: auto mode turned off advise that auto mode/smartguard can automatically turn off due to an alarm (e.g. Insulin flow blocked, stuck button, etc.): document any alarms reported by customer: insulin flow blocked-bolus advise the system should transition into auto mode/smartguard after the alarm is cleared and feature is turned on. Advise to monitor the pump and call back as needed. Advise customer to monitor product advise customer to monitor bgs advise customer to call back as needed (B)(4) doc: insulin flow blocked - unable to troubleshoot at time of call or past event resolved by set, reservoir, or complete set change explain alarm and possible causes. What is the current state of the event?: unable to t/s at time of call did the alarm occur during fill tubing?: no customer not able to troubleshoot at time of call. Unable to determine the cause of the issue. Advise to call back if issue continues: yes is non-serialized product being replaced?: no is non-serialized product being returned?: no (B)(4) doc: high bgs/under delivery what led up to the event?: I was out of automode about a couple of nights ago I had an insulin flow blocked alarm while trying to give myself a bolus but all I did was use the same set and did the rewind and it worked again document current bg value: 154 mg/dl is customer currently reporting any symptoms related to their high bgs?: no t/s exit reason: customer declined/unable to t/s is any product replacement/return needed?: no repl/rtn needed.